Event description:
On (B)(6) 2012, the reporter (patient's dad) contacted animas to report that the up arrow keypad buttons were requiring several button presses to activate the desired pump functions for about a week. There were no reports of physical damage to the keypad. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
(B)(4): on investigation, the keypad was fully intact without peeling or visible damage. The up arrow keypad button had intermittent response when pressed and required excessive force to evoke a response. All the other keypad buttons were appropriately responsive when pressed and had normal spring back or click. The keypad was removed for investigation and revealed visible contamination under the key contacts. No hypersensitive or inverted contacts were observed.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.